Event description:
It was reported that a MitraClip procedure was performed to treat functional mitral regurgitation (MR) with a grade of 3. After preparing a steerable guide catheter (SGC), but before advancing the guide wire (GW), negative knob deflection was applied. However, the knob felt stiffer than usual. It was noted that although the distal tip became straight, it was observed that there was a more than normal pronounced bend at the shaft. Troubleshooting was performed, but resistance turning the knob continued. Therefore, the SGC was removed and replaced. A new SGC was inserted and the procedure was continued. One clip was implanted, reducing MR to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.